Manufacturer narrative:
Product analysis: no product was returned. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 23mm aortic bioprosthetic valve, the physician stated that he thought the valve fit was "too tight" and the sewing cuff was "too large" once the valve was seated in the patient. The physician elected to remove the valve and instead and do a full root procedure utilizing this valve. The valve was implanted successfully. No adverse patient effects were reported.